Event description:
Event description guidant received information that this right ventricular lead dislodged 2 days after implant. During the revision procedure, the lead was damaged, explanted and replaced.